Event description:
It is alleged that after an unk amount of time in situ, the tracheostomy tube broke at the base of the flange requiring an emergent replacement. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.